Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The returned sample presented residual contamination inside the plastic bag, therefore functional testing could not be performed. The reported condition could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was uncontrolled fluid flow through a flow regulator set with the flow restrictor in the closed position. This issue was identified before patient use. There was no patient involvement. No additional information is available.